Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2021. On (B)(6) 2021, the patient had a skin reaction that consisted of redness, inflammation, blisters, pustules, drainage and itching sensations at the sensor patch adhesive on the abdomen. Although no hcp visit was documented, after the event the area was treated with a prescription antibiotic ¿flucloxacillin 4 a day¿ for 1 week (presumed to mean oral flucloxacillin four times per day) and a topical prescription cream (fundicin) applied daily. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.